Event description:
Customer reported that she was trying to turn off the insulin pump and receive an error alarm. Blood glucose 87 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Pump received with alarm followed by alarm after battery installation, problem isolated to mother board. Unable to perform any tests due to alarm. Pump received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted.